Manufacturer narrative:
S/w version 6.7 v. Retainer ring = black. Case type = ngp . Customer returned pump for alleged battery lasts less than expected and cosmetic damage located at the battery compartment found on 28-apr-2023. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a low battery alert on the event date of (B)(6) 2023 at 10:23:00.000. Pump alarmed a replace battery alert on the event date of (B)(6) 2023 at 19:54:00.000. Both previously mentioned battery alerts were expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, and motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Battery lasts less than expected and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the battery was consuming faster and the insulin pump had a crack on the side of the battery compartment. Troubleshooting was performed and found that there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.